Manufacturer narrative:
Investigation is ongoing and the results will be reported when aviable. The manufacturing number is (B)(4).

Event description:
Caldera medical received an email: this incident concerns a 68 years old patient who underwent implantation of this device on (B)(6) 2023. A urethral erosion of the sling was diagnosed requiring surgical removal on (B)(6) 2026.